Event description:
It was reported that the user experienced a persistent "36 ¿ insulin, invalid hall state" alert on the ilet despite multiple restarts and supply changes, and the device was replaced; the user was instructed on shutdown steps and advised that data would not transfer to the replacement, with continued cgm use via dexcom g7 permitted. Symptoms included device alarms without reported clinical symptoms. Outcomes included interruption of insulin delivery due to device alert behavior, with continued diabetes management supported by cgm. Investigation included customer support troubleshooting and education. Investigation of this case revealed a suspected internal pump mechanism sensing error consistent with an invalid hall state alarm, indicating a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction of the pump drive sensing system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: complaint confirmed. Alert 36 was annunciated after 5 consecutive failed motor rewind attempts. The device was disassembled and the motor cable was reseated. The device was then restarted and a subsequent motor rewind was successful. The device was then able to prime 165 units and rewind again without issue.